Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms. It was noted that pacing impedances are stable. Technical services discussed programming options and suggested to perform a defibrillation threshold (dft) test. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms. It was noted that pacing impedances are stable. Technical services discussed programming options and suggested to perform a defibrillation threshold (dft) test. At this time, the rv lead remains in service. No adverse patient effects were reported.